Manufacturer narrative:
The device has been received by verathon, however; at the time of the report the device has not been evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope core 10-inch monitor, the monitor was freezing and getting stuck. They reported that the ER nurse was able to unfreeze the monitor by removing the cable and then reattaching it, but it only worked for about a minute before freezing again. No delay in procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The reported glidescope core 10-inch monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor but was unable to reproduce the reported image issue. When the verathon technical service representative connected the returned monitor to known, good, test verathon equipment, the monitor's functionality was normal; no issues observed while testing. The verathon technical service representative then proceeded to connect the monitor to a power adapter and initiated the record function on the device while still connected to the verathon test equpment, leaving the monitor to record overnight for up to sixteen (16) hours continuously. After the test the verathon technical service representatives confirmed the monitor and all its features continued to function as intended; no issues were found. The camera image quality test was performed and passed on the glidescope core 10-inch monitor. Upon completion of the evaluation the glidescope core 10-inch monitor was returned back to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.